Manufacturer narrative:
The device remains implanted and is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The device was suspected to be depleting prematurely as the device declared end of life indicator. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate. Device replacement was recommended. However, due to the patient health condition and old age, the patient will not undergo a revision procedure. The device's therapy was turned off. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.